Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer has been experiencing consistently elevated blood glucose (bg) levels (over 400mg/dl) since (B)(6) 2016. The customer changed out supplies and delivered a correction bolus. Customer stated that the pump is believed to be the cause of the elevated bg level. System check with tandem technical support indicated the pump was performing as intended. It was indicated that the customer would use a backup pump until the replacement pump was received.